Event description:
It was reported that the puncture location of the right radial arterial line presents redness and dilatation at zone of pressure plus phlycten and defacelation caused by a single transductor connector. It is informed to the attending medic on (B)(6) 2022 for the respective change. On (B)(6) 2022 a new evaluation of the puncture location is performed and the lesions remain, which is informed to the attending for the removal and for the change of line, pending due to (B)(6) 2022 on the morning shift.

Manufacturer narrative:
Other, other text: the initial rr was blank in b1, but listed serious injury in h1. (B1 is updated) expiration date was not provided in the initial report. (Updated d4) dated of manufacture was not provided in the initial report. (Updated h4) premarket (510k) number is unknown. (G5) a DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history record review.